Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2017 (time not specified). The patient manages her diabetes using insulin (no adjustments) and reportedly continued with her usual diabetes management routine (34 units lantus, 16 ¿ 20 units humalog) after the reported issue began. The patient stated that she developed symptoms of ¿very dizzy, headache and very thirsty¿ on (B)(6) and in the morning of (B)(6) she felt ¿very sick¿ and visited the emergency room (ER) where her blood glucose was measured using an ER meter, although she stated she was not told the result. The patient reportedly received hcp treatment of 10 to 20 units of insulin in response to the reported event. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced; the correct test strips were being used; it was not the patient¿s first use of the product and there had been no misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.